Event description:
It was reported that during a total assisted vaginal hysterectomy -the device jaws were difficult to open and close. They completed the procedure with the device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4).